Manufacturer narrative:
Testing and investigation found that the device powered on with a whitescreen error and alarmed audibly from the secondary beeper. The whitescreen message displayed was "device malfunction: software error." The module displayed was nvrcmnps. Cpp with procname: prekernelinitialization. Further testing found that the snaphat battery voltage that supported the ram chip on user interface controller (uic) board was found to be 0.43 vdc (nominal 2.8 vdc). The whitescreen error with procname: prekernelinitialization occurs when the orderly shutdown data read from the bbram does not match the defined values in the software. This means the orderly shutdown persistent data is corrupted. The probable cause was due to depleted snaphat battery that supported ram chip u2 on the uic board. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported prior to patient use the device displayed a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.